Event description:
It was reported that the guidewire's tip was found stretched out of the package and therefore the device was not used in the patient.

Manufacturer narrative:
The guidewire was returned for analysis with approximately 3.5cm of the distal segment missing. The evaluation could not determine the cause of the event.(B)(4).